Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose. The customer¿s blood glucose value was 546 mg/dl. The customer was treated with manual injection. The customer stated that the insulin pump had insulin flow block alarm. Troubleshooting was performed and customer states the insulin did not exited. The customer stated that the insulin pump did not alarm insulin flow block. The insulin pump will not be returned for analysis.